Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm on an unknown date. It was reported that some time post index procedure, a type ia endoleak was noted on CT. Heli-fx endoanchors were implanted as treatment. It was reported that approximately 15 months post re-intervention ,aaa enlargement was noted on follow up CT. The cause of the event is unknown. No further clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received reported that the talent stent graft system was implanted approximately 16 months prior to the previously reported type ia endoleak and endoanchor implantation. A total of 5 endoanchors were implanted in conjunction with a medtronic endurant cuff. If information is provided in the future, a supplemental report will be issued.